Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, around 3 months after implant placement. The patient's x-ray was provided. The bone quality around the area was type iii, and oral hygiene around the implant was good. Findings observed during the implant removal surgery were not reported. The patient has since recovered.